Manufacturer narrative:
One acromionizer,4.0 ep-1,dspl bl device was returned for evaluation of the reported complaint mode, ¿shedding¿. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade; no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. The root cause has not been determined. The device history records were reviewed and no discrepancies were found. The company will continue to analyze additional complaints as they are reported (B)(4).

Event description:
During a sub acromial decompression procedure, it was reported that the surgeon was using a burr and during the procedure, he noticed that the burr started to shed against the outside tube i.e. The sheath. This lead to metal fragments being in the joint. The joint space was irrigated and there was no specified time delay.